Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was backflow of medication while using a clearlink system non-dehp continu-flo solution set. This issue was further described as the secondary medication hung on the line flowed into the primary bag instead of through the pump to the patient. This event occurred during patient therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.